Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the thirty fifth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport duo as well as a catheter segment attached to a cath-lock were returned for evaluation and one electronic photo was provided for review. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported port septum dislodged issues as the right port septum was noted to have partially dislodged from the port base and the photo review also confirms the same. The investigation is also confirmed for the identified partial blockage as resistance was noted upon infusing and aspirating through the right port septum and blockage was noted upon inserting scientific guidewire and pin gauge on the right septum. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), h6 (method). H11: h6 (device, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the silicone membrane has dislodged from the cavity and infiltration of contrast has been noted with CT scan. The patient experienced pop noise and extreme pain. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022)

Event description:
It was reported that some time post port placement, the silicone membrane has dislodged from the cavity and infiltration of contrast has been noted with CT scan. The patient experienced pop noise and extreme pain. The patient status was unknown.